Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited a scope communication error (b30). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error (b30) was data error of scope identification. The conclusion was that the issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.